Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Hutton p. Brantley, do, et al; 'hyperfusion syndrome following carotid artery stenting: the largest single-operator series to date", published j invasive cardiol 2009; 21:27-30. The dynalink stent referenced is being filed under a separate medwatch report.

Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: stroke & hypotension. The following events were noted through a periodic article review. A retrospective study was conducted on a total consecutive patients who underwent carotid artery stenting (cas) between 1999 and late 2007. The purpose of the study was to determine the incidence of hyperfusion syndrome (hps) following cas. Seven patients developed hps following cas which resolved within 24 hours. Other complications reported in this series were hemodynamic instability requiring medication and stroke. Additionally, altered mental status, aphasia, and seizure occurred; however, all patients achieved complete neurological recovery 12-24 hours following the procedure. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer.